Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported during a da vinci-assisted gastrectomy procedure that part of the harmonic ace instrument insert came off during surgery. The site indicated a spare insert was used and the procedure was completed. There was no reported patient injury nor harm. Intuitive surgical, inc. (Isi) confirmed through site follow-up that all fragment(s) were retrieved during the same procedure. There was no reported patient injury nor harm and the patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the customer reported issue. The teflon pad had broken off the instrument and was returned with the instrument. Visual inspection of the teflon pad confirmed that no material was missing. Fa concluded that the failure is due to mishandling/misuse likely from excessive loading.